Event description:
It was reported to philips that the right arm and left arm ECG leads on the display were switched. The device was being used to monitor a patient at the time of the alleged failure. There was no reported adverse event to the patient or user as a result of the issue.